Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 400 mg/dl. The user addressed bg level with a manual injection. Additionally, it was reported that the user experienced resistance when filling a cartridge. The user changed all the supplies and resumed insulin delivery.